Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that two thirds of the touchscreen displayed "spots or ink blots", and was unreadable. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a manual injection to bring bg levels back to target range. Customer reported they have back up manual injections for continued insulin therapy.